Manufacturer narrative:
Product complaint # (B)(4). The device associated with this report was returned for analysis. Visual examination of the device confirmed complaint. The tip has broken off from the instrument. Broken piece was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(Anterior inserter shaft (corail/trilock)) was damaged at the tip upon stem insertion. Inserter shaft is on a loan tray. No surgical delay.